Event description:
Customer reported that they are having issues with the orange caps on the syringe falling off exposing the user end of the needle. Customer has been poked more than once because of this problem. No serious injury outside of a minor poke while retrieving the syringe prior to injection attempt.

Manufacturer narrative:
Based on the analysis of htl/droplet 1ml insulin syringe 30g 12.5mm ref 6007, lot 0220601, there is no evidence of quality issues associated with this complaint. No samples/pictures or other evidence of impacted product was received from the customer for evaluation of the reported issue. However, for continuous improvement, the potential root cause weas determined to be missed inspection. During the inspection process, the inspection operators failed to promptly find and eliminate devices where the cap and the barrel were slightly offset during point sealing, causing the point sealing position to be less than ideal. As corrective action, packaging and inspection operators will be retrained on the internal "clearance operation instruction" document, focusing on isolating and scrapping defective products. Sol millennium will continue to monitor this kind of issue and in case the number of complaints increases, further evaluation and corrective actions will be taken. This report was initially submitted on 01/13/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct the brand name provided in the initial MDR [3014312726-2025-00004]. The previously reported brand name was incorrect. The correct brand name is droplet syringe.